Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) did not reveal any defects or nonconformities. Functional, pressure, and clear passage testings were performed and the device operated without any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set was difficult to disconnect from a non-baxter set and the "y" of another non-baxter product. The reporter stated that the luer connection was so tight that the clinician had to use clamps as pliers to open the connection and the non-baxter clave broke. This occurred during infusion of an unspecified drug. There was no leakage. Prior to connecting the products, the clave of the non-baxter device was swabbed with alcohol and dried. There was no patient injury or medical intervention associated with this event. No additional information is available.